Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, increase in capture threshold and an exit block was observed. Programming changes were made but intermittent threshold was still observed. Lead was replaced. Patient was fine.